Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and states the following: sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent subtotal hysterectomy due to multiple uterine fibroids on (B)(6) 2023, and the surgeon placed an indwelling urinary catheter during the operation. At 22:30 on (B)(6) 2023, the patient complained of hearing an abnormal sound in the lower abdomen. They reported it to the doctor on duty and checked the patient. No abnormalities were found. The indwelling urinary catheter was unobstructed. The urine output at night was about 900ml, and the nursing pad was not wet. At 07:50 on (B)(6) 2023, when the nurse was preparing to flush the perineum, they found that the urinary catheter prolapsed on its own and the urinary catheter balloon ruptured. After reporting to the doctor on duty, the urinary catheter was re-inserted, and the patient did not complain of discomfort. .